Event description:
It was reported the patient's programmer and charging system are displaying error codes. Troubleshooting did not resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.